Manufacturer narrative:
After discussing the issue with the customer, the field service engineer (fse) instructed the customer to make new wash and diluent then to calibrate prostate specific antigen (psa). The customer stated that they ran level 1 calibrator, as a patient sample and got the less than l result they were expecting. Making new wash, diluent and recalibrating psa resolved the issue. The customer validated the analyzer by running quality control and patient samples with results within specification and no errors recurring. The analyzer is functioning as expected. No further action is required by field service. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. Review of related documentation. The prostate specific antigen st aia-pack analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack pa, the highest concentration of prostate specific antigen measurable without dilution is 100 ng/ml, and the lowest measurable concentration is 0.05 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 50 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 100 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated or decreased psa values. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Expected values: each laboratory should determine a reference interval corresponding to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. Results from the st aia-pack pa assay should not be interpreted as being definitive for the presence or absence of prostate cancer. Patients with levels of psa within the reference interval found in apparently healthy subjects may have prostate cancer; patients with levels exceeding those in the reference interval may be prostate cancer free. Results from the st aia-pack pa should be interpreted in the light of other clinical findings and diagnostic procedures such as dre. Biopsy of the prostate is currently the medically accepted standard used to confirm the presence/absence of prostate cancer. The most probable cause of the reported event could not be established.

Event description:
A customer reported detectable results on prostate specific antigen (psa) when non-detectable results were expected on the aia-360 analyzer. All results were expected to be non-detectable with a result below 0.05 ng/ml. Any result above 0.06 ng/ml are considered detectable. The customer stated that they ran a psa patient sample and expected a result of less than 0.05 ng/ml but got a result of 0.06 ng/ml. The customer repeated the test and got the same result. The customer also stated that they ran another patient sample with a result of 0.07 ng/ml but was also expecting a result of less than 0.05 ng/ml. A field service engineer (fse) was dispatched and assisted the customer with the reported event. There is no indication of any patient intervention or adverse health consequences due to the reported event.